Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient and event information. Date of explant is unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2020-47722, 1627487-2020-47723. It was reported that patient never had effective therapy since the implant. Reprogramming was unable to resolve the issue . As a result, scs system was explanted on an unknown date to address the issue.